Event description:
The customer stated that her contour glucose readings were lower than usual. She tested her blood glucose using her contour meter and her relion ultima meter. The contour read 71 mg/dl, while the relion meter read 192 mg/dl. The difference between the readings falls in the "c" zone of the parkes error grid, making the difference clinically significant. No adverse events were alleged. The test strips are to be returned for evaluation. Replacement test strips were sent to the customer.